Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash on their right side by his ribs and gets worse when he scratches. The rash worsened and was all over his body, especially on his chest area and his ribs. The patient was given a prescription cream from their physician. During a follow-up, it was reported that the patient's irritation improved.